Event description:
The pt was hospitalized for breathing and blood pressure problems unrelated to the lifesite and was placed on a ventilator. While in the hosp pt developed sepsis and the lifesite was explanted. Pt expired.